Manufacturer narrative:
Initial.

Event description:
It was reported that the user rewound the pump but did not fully lock the cartridge/connector, the cartridge fell out, and the user reinserted the cartridge while it was still connected to the body, which pushed extra insulin through the infusion set and tubing and led to hypoglycemia reported at 59 mg/dl; education and troubleshooting were completed on proper handling of the infusion set and cartridge, including advising the user to disconnect from the body before reinserting. Symptoms included dizziness associated with hypoglycemia treated with oral fast-acting carbohydrates. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device malfunction, a usage problem was identified, and the issue related to handling of the cartridge and plunger rather than a device defect. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.